Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. The physicians reviewed the image of magnetic resonance imaging (MRI) and they confirmed that there was a grade 2 or 3 rectal wall infiltration. On november 1, 2021 additional information was received stating that fiducials were administered transperineally and the procedure was done under general anesthesia. There were no patient complication reported as a result of this event. The patient condition was reported to be ok. The patient will receive external beam radiation therapy (ebrt) after the gel fully absorbs.

Manufacturer narrative:
Additional information received update on the following: block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed..

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on (B)(6) 2021. Magnetic resonance imaging (MRI) was performed and it was confirmed there was a rectal wall infiltration. There were no patient complication reported as a result of this event. The patient condition was reported to be okay.